Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced leakage at the site on (B)(6) 2026 due to stress on the infusion set tubing. The infusion set had been in use for three days. No further information available.